Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the no image (black) issue with a scope communication error (e216) was traced to a component failure, and the cause of the white residue in the air water channel and cylinder could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service center identified that the device exhibited no image (black) with a scope communication error (e216), along with white residue in the air water channel and cylinder. There was no patient involvement.